Event description:
The customer stated discrepant total b-hcg results were generated on the architect i1000 sr analyzer. A patient generated an initial negative result of <1.20 miu/ml but upon repeat, a positive result of 25.69 miu/ml was obtained. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Based on a review of instrument data logs, it was noted that a high b-hcg sample was tested prior to the sample that generated a false positive result. The customer performed weekly maintenance with bleach and retested a sample containing high levels of b-hcg followed by a negative sample. The negative sample generated expected negative results. Review of documentation identified no adverse trends in conjunction with the complaint issue currently under evaluation. A deficiency was identified; possibly due to sample or reagent carry-over. Further investigation of this quality issue will be conducted.

Manufacturer narrative:
The suspect medical device has changed from the (B)(4). MFR # 3005094123-2011-00539 has been submitted to address this error.

Manufacturer narrative:
(B)(4) results of investigation below. Review of returned system logs and customer returned data were not able to identify the cause for the issue. A review of instrument service history for architect (B)(4) from (B)(4) 2010 through (B)(4) 2010 did not identify any additional complaints for this issue. The architect system operations manual lists the probable causes and corrective actions for erratic assay results (I system). The customer was referred to the architect b-hcg assay package insert "specimen collection and preparation for analysis" and "limitations of the procedure" sections. The package insert states that abbott laboratories recommends the use of plasma for stat testing. Since plasma does not require the clotting time of serum, it has a decreased likelihood of the presence of fibrin or other particulates. No adverse trends were identified related to the issue and based on the available information, a deficiency in the system was not identified. Based upon the data available, and the results of this evaluation, a single definitive cause of the customer's issue was not able to be determined.